Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (unable to power on a monitor) was confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor contacted zoll to report that a battery was unable to power on a monitor.